Event description:
Approximately one year post procedure, angiography revealed the worsening occlusion of the aneurysm at a routine follow up appointment. The pt subsequently underwent a second procedure during which five non-boston scientific coils were placed with no clinical consequence.

Manufacturer narrative:
Device manufacture date: unk.